Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address the issue of leakage from the injector in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that an unspecified volume of solution leaked during manual filling of the vials at the user facility. The customer contact reported that the vials were being filled with unspecified concentrations of either hydromorphone or fentanyl when solutions leaked from either around the blue stopper or at the luer lock of the injector in the vials. The vials were replaced and the fillings were resumed. Though requested, no add'l info was provided.